Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Reportedly, while attempting to prepare a 2.5x15mm nc trek balloon dilatation catheter (bdc) the shaft separated. The device was not used. The procedure was successfully completed with another nc trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.